Event description:
It was reported that during a follow up the right ventricular (rv) lead pacing thresholds had increased resulting in loss of capture. This required a repositioning procedure. After the repositioning the rv pacing thresholds improved and the patient was stable. No adverse patient effects were reported. The rv lead remains implanted. It was noted that during a recent follow up the estimated device longevity decreased from three years to two and a half years. Technical services (ts) reviewed the provided data and noted the device longevity is calculated by averaged power consumption and the averaged power consumption is about thirty days of average power consumption. Ts noted that according to the reported observation, the device had programmed high pacing output for thirty days, then recently reprogrammed to lower output after lead revision. Thus, the averaged power consumption is still higher and the averaged power consumption will decrease and longevity estimation will increase, eventually it will provide more accurate estimation about thirty days later. Ts also noted that programmer interrogation uses more power than normal operation. This also increased current averaged power consumption, thus the increased power also impacted to the longevity estimation temporally. After a month later, the device will provide more accurate estimation. Technical services suggests reviewing battery status one month after to see more accurate estimation of the battery longevity with the new programming. No adverse patient effects were reported. The device remains implanted.